Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx top, there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint alleges the bactec fx had a bottle that flagged positive after completing the protocol as negative. The customer provided the bottle plot and log files. The log files were reviewed by bd service. There were no measurement or scan issues, temperature issues, and excessive door opening events. No instrument issues were detected; the unit is functioning correctly. The instrument was verified to be operating to specification. This complaint is unconfirmed, and the root cause is unknown. Physical samples were not received by quality for investigation however, log files were received and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using bd bactec¿ fx top, there was a false negative result. There was no report of patient impact.